Event description:
It was reported that a patient with a sling device underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted due to unspecified reasons. No additional information was reported.